Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising and high pacing thresholds. Lead position was described as ineffective as the lead was minimally engaged in the middle cardiac vein of the coronary sinus. The lead was capped and replaced. No patient complications have been reported as a result of this event.